Manufacturer narrative:
A medwatch report regarding this event was not received from the user facility.

Event description:
The patient was returned to the hospital wit ha hematoma and a reoperation was performed. The patient expired at an unspecified time post-operatively. Co has been unable to obtain a statement from the surgeon or another healthcare professional associating the patient's death to the subject device.